Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 53 mg/dl. Customer stated that they were hospitalized for heart surgery and by pass. Customer alleges insulin pump was over delivering because they was on low blood glucose level. Customer stated that auto mode was not being reason for low blood glucose level. Customer declined the troubleshooting for low blood glucose level. The device will nit be returned for analysis.